Manufacturer narrative:
Component code: g03001. The field service representative (fsr) was dispatched to resolve the issue. The fsr inspected the instrument and resolved the issue by cleaning the high concentration waste pump tubing, manually cleaning the cuvettes, and replacing the sample probe, cuvette dry tip and cuvette wipers. No additional discrepant result issues have been reported since the service activity was completed. A review of the service history for the architect c4000 identified no additional contributing factors. A review of manufacturing documentation and trending data for the cuvette wiper identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer generated falsely elevated magnesium results while using the architect c4000 analyzer. The customer's provided normal range is 1.7 - 2.8 mg/dl. The following information was provided which was not reported from the laboratory: (B)(6). Initial result 2/8 at 6:03am: 6.42 mg/dl. Repeat result 2/8 at 6:14am: 1.38 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. An evaluation is in-process.

Event description:
The customer generated falsely elevated magnesium results while using the architect c4000 analyzer. The customer's provided normal range is 1.7 - 2.8 mg/dl. The following information was provided which was not reported from the laboratory: sid (B)(6). Initial result 2/8 at 6:03am: 6.42 mg/dl. Repeat result 2/8 at 6:14am: 1.38 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. There is no change to the content of the data.